Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there were decreased p-wave measurements, undersensing, high thresholds, noise and high pacing impedances of greater than 2000 ohms on this lead. There was no mention of intervention.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of abrasion, in particular 40 cm distal to the is1 connector pin. However the insulation was intact. This finding most likely occurred due to constant friction against another implantable device such as a nearby lead. Furthermore during the visual inspection the distal part of the lead was found partly pulled out of the ring electrode. Based on the characteristics this damage resulted from tensile forces applied during the explant procedure. No further deviations were noted which can be considered to be the root cause of the clinical observations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.